Event description:
Patients family member called and said that the patient passed away around (B)(6). The doctors office told her that the patient had not transmitted to home monitoring for about a year before.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.